Event description:
Information was later received that the patient had their device replaced. The explanted generator has not been received by the manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the patient was seen 12 months ago, their battery life was 75% plus. When interrogated recently, it was at near-end-of-service (neos 0-8%). Patient is being referred for replacement and the device will be returned for examination. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
An updated historical data analysis was completed that investigated a trend with premature end-of-life (premature eol) complaints. The limited investigation criteria was met, concluding that the event is related to device failure. Product analysis was approved on the generator confirming that device failure caused the event. No other relevant information has been received to date.

Event description:
The explanted generator was returned and received into product analysis. Analysis has not been completed to date.